Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hartmann's procedure, on entero-anastomosis, there was poor staple formation, half of the staple line had fully formed clips, the other half clips were deployed open, the staple line was incomplete. There was unanticipated tissue loss and damage due to the issue. More tissue had to be removed to create a new anastomosis. There was blood loss of 500cc or more which required blood transfusion. The surgical time was extended by 30 minutes or more. The surgeon resected and re-stapled to fix the staple line. It was noted hysterectomy and ovariectomy were needed to be done because of the dysfunction of the circular stapler. The safety broke after the event because the user was trying to find what happened. The patient was hospitalized and still in the intensive care unit.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the safety latch was broken as a result of rough handling. It was reported that the staples did not form as expected and the device broke. Staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during hartmann's procedure, on entero end-to-end anastomosis of the rectum with the descending colon, the application of the circular anastomotic device was performed observing all required rules. Following closure and final manipulation for performing the anastomosis, the necessary actions were carried out to remove the device. The removal was smooth, but at the anterior half of the anastomosis, no clips were present and the anastomosis was open. There was poor staple formation, half of the staple line had fully formed clips, the other half clips were deployed open, the staple line was incomplete. There was unanticipated tissue loss and damage due to the issue. More tissue had to be removed to create a new anastomosis. As a result, it was required to surgically prepare the rectum again at a lower level, in order to create a new anastomosis, since it was necessary to first perform a total hysterectomy and ovariectomy, so as to create an adequate length of rectum for a secure anastomosis because of the dysfunction of the circular stapler. There was blood loss of 500cc or more which required blood transfusion. The surgeon resected and re-stapled to fix the staple line. The safety broke after the event because the user was trying to find what happened. As a result, there wa s prolongation of the operation by 3 hours and the patient remained intubated in the intensive care unit for 2 days.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.